Event description:
Livanova deutschland received a report that the 3t heater cooler device short circuit and the rcd blew out during procedure. There is no report of any patient injury. Customer assumes is a compressor defect.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler. Service technician confirmed the heatercooler caused the short circuit due to the compressor damage, the fuse of the socket network used in the operating theatre was triggered. In this case, no other devices was affected. Techincal service believes the compressor damage is caused by the sterilisation procedure. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
For economic reasons, it is likely that the device will not be repaired. A device service history review has been performed and identified that the unit was manufactured in 2017 and no other similar event has been reported, neither concerning trend has been identified. The reported event is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to corrosion in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in 2019 (as per gas leak from the cooling rings on the patient circuit) and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed 5 years after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.